Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen was cracked and unreadable, while the associated mobile app continued to show in-range glucose readings and ongoing insulin dosing from the pump. Symptoms included no adverse clinical effects. Outcomes included no change in patient condition and no need for medical intervention. Investigation included review of the complaint details, confirmation of normal dosing information via the app, and logistical actions to replace the device and retrieve the original. Investigation of this device revealed physical damage to the device¿s display component with the pump otherwise functioning, consistent with screen breakage due to external mechanical impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling or external forces rather than a manufacturing or design defect.